Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that 6 days after the dental implant was installed patient's mandible, it was necessary its removal because patient was in pain.